Event description:
It was reported that (2) tr45b and (1) tsb45 were used during a radical retropubic prostatectomy procedure. It was reported by the rep that the surgeon reported a misfire of this endoscopic linear cutter during this rrp procedure. After closing the deep dorsal venous complex and the ligaments at 1 attempt, the surgeon closed the (1) handle. The rep reported that the surgeon stated they heard the "click" associated with proper locking handle closure. The tsb45 was not in an articulated position. The surgeon closed the firing trigger, noting some resistance. After removing the instrument, surgeon noted that the tissue was cut, but there were no staple lines along the cut line. The surgeon handed the instrument to the other surgeon to try to take a lateral. The same result occurred, according to the surgeon. The tissue was cut, with no staples along the incision. At this point, the surgeons had to hand ligate to control the bleeding. There was extended or time by 45 minutes.